Manufacturer narrative:
The returned device was sent to vygon (B)(4) for investigation. Results of this investigation is not yet complete. Additional information will be provided in a follow up MDR. Add'l lot# 040684.

Event description:
Within 48 hours of being placed in preterm and term infants, a few occurrences occurred where catheters split right before the hub. When attempting to repair the catheter, splitting would recur, requiring complete change of the PICC. Tpn and lipids were being administered either by pump or syringe. The 5ml or 10ml syringes were used for administering of fluids and/or flushing.